Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy to colon resection procedure, the pt was re-admitted with abdominal pain in 2001. A diagnostic laparoscopic was performed to find a free staple hanging between two sections of small bowel. The staple was removed and the pt went home 2 days later. The device was not returned.